Manufacturer narrative:
Reportable malfunction with inomax dsir ds20110931 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to over-delivery of nitric oxide for 12 consecutive seconds. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, the device's proportional valve was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a customer from (B)(6) called to report a delivery failure with inomax dsir ds20110931. The device was not in use on a patient when the issue occurred. No impact or patient harm was reported. Inomax ds20110931 was removed from service and returned to the company for service evaluation. On 01-oct-2019, an internal employee performed a routine service log review for inomax dsir dsir ds20110931 and discovered a delivery failure alarm due to over delivery. This service log finding meets the criteria of a reportable malfunction.

Manufacturer narrative:
Corrected h5 to "no".

Manufacturer narrative:
Corrected b5: this follow up was written to correct information in section (b5) as it was unknown whether or not the device was in use on a patient when the issue occurred. No other changes to previous report.

Event description:
On 05-sep-2019, a customer from canada called to report a delivery failure with inomax dsir (B)(6). It is unknown if the device was in use when the issue occured. No patient harm was reported. Inomax (B)(6) was removed from service and returned to the company for service evaluation. On 01-oct-2019, an internal employee performed a routine service log review for inomax dsir dsir (B)(6) and discovered a delivery failure alarm due to over delivery. This service log finding meets the criteria of a reportable malfunction.